Event description:
The advocate stated the customer received blood glucose readings between 300-400 mg/dl from her contour usb meter and readings between 30-40 mg/dl from another meter. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer service attempted to contact the advocate after the initial call to have the test strips returned, but there was no answer. No product will be returned at this time.